Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. It passed the displacement test and self-test. No blank display noted with a test battery cap. The device also had a corroded battery tube, cracked reservoir tube lip, cracked display window corner and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display after restart. The blood glucose at the time of the incident was 136 mg/dl. The customer stated that the insulin pump was without a battery for long time and would not turn back on. The device was returned for analysis.